Manufacturer narrative:
Case reference: (B)(4).

Event description:
It was reported that, a renasys go rental presented problems with many alarms: blockage full alarm, air leaking alarm and low vacuum alarm. Also, the patient reported itching. No patient injury or other complications were reported. No further information provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.